Event description:
It was reported that "while assembling trays to take out of office to hospital, we noticed the metal crossbar on the forceps had cracked. Upon further inspection, the metal piece proceeded to break off and leave the instrument unable to be used in surgery."

Manufacturer narrative:
Method: visual inspection, complaint history analysis, manufacturing record review, risk assessment. Result: visual inspection confirms reported failure. Complaint history analysis - (B)(4) complaints have been received on this product. Since implementation of design change in 2007, no significant recurrence of such event has been noted. Manufacturing record review - parts ordered from supplier, no spring raw material was specified at that time. Risk assessment - instrument was noted broken while preparing the set, no pt exposure. Conclusion: the event was confirmed by visual inspection. This product was manufactured before the design change was implemented in 2007 - to improve spring life expectancy and mechanical properties of the spring a new raw material was implemented. The estimated service life of instruments, under normal use and care, is 3 years. Instruments should be visually inspected before and after each case and replaced if needed. They may wear overtime due to several uses and become susceptible to being damaged or broken.